Event description:
The baxter engineer reported a pump with failure code 814:01. It is unknown when this failure code occurred. It is not know if there was any pt injury or medical intervention necessary according to the hosp rep. No add'l info is available.